Event description:
It was reported that upon removing the stylet from the lead the lead uncoiled and stretched. The lead was no longer able to be used and the action required as a result of the event was that a different product was used. No diagnostic testing or troubleshooting was performed as it was not required. The product issue was resolved and the cause of the issue was not determined. The lead was never implanted and would not be returned as it was discarded. The patient was alive with no injury and there were no symptoms or complications associated with the event. It was a trial patient and they were getting therapy. The event occurred during the patient¿s trial and the patient completed the trial with successful therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).